Event description:
Revision surgery - the pt had a revision of competitor's product on (B)(6) 2010, in which the dr replaced the parts with a djo reverse shoulder prothesis. The pt traveled to (B)(6) and fell while there. The djo implants were then removed in (B)(6), but it is unk when. Upon return to the united states, the pt received another revision surgery and new djo reverse shoulder prothesis parts were used.

Manufacturer narrative:
The reason for this revision surgery was to remedy symptoms related to the patient falling. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. There was one non-conforming material report for the concomitant neck part. The parts were dispositioned as scrap and not used in the lot. A review of the product complaint report history shows this is the 58th complaint for this part number: 31 dislocations, seven trauma, five infection, four dissociation, two instability, two pain, one subluxation, one hematoma, one poor bone quality, one loose joint, one impingement, and one dropped implant. This is the first complaint for this lot number. The root cause was most likely due to the patient falling. There are no indications of a product or process issue affecting implant safety or effectiveness.